Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by a physician that they were informed about a patient that was dilated in office on (B)(6) 2025, using an aera eustachian tube balloon dilation system (eu061655), that was headed to the emergency room due to subcutaneous emphysema. It was reported that no acclarent personnel was present during the procedure. The physician indicated that there was no malfunction of the device; "the procedure went well and the patient went home feeling well". It was subsequently reported that the patient was discharged from the ER visit on (B)(6) 2025. According to the physician, the balloon was not inappropriately forced through a false passage during balloon placement. Additionally, there was no surgical delay.

Manufacturer narrative:
Updated fields: d9, g3, g4 (PMA/510(k) #), g6, h2, h3, h6, h11. Additional information: b5: it was reported that the subcutaneous emphysema was self-limiting and was resolved. The reporter advised that the aera eustachian tube balloon dilation system (eu061655) was not available for return; therefore, an evaluation of the device could not be performed. Additionally, no device defect or malfunction was identified in the complaint report. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Event description:
N/a.